Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was based on the initially reported information and the notification from the customer that the battery was replaced. The log file of the device and the replaced battery were requested but were not available for the investigation. Based on the available information it is possible that a faulty internal battery resulted in the reported problem. However, as no detailed information was available, a clear root cause could not be determined. If the device gets disconnected from the mains power and no external battery is connected, the device immediately switches to the internal battery to continue operation and alarms ¿internal battery activated¿. During the further operation on battery power the device alarms ¿internal battery low¿ and later ¿internal battery almost discharged¿ before it shuts down. In case the internal battery is faulty, the device may shut down earlier. When shutting down the device generates an acoustical power failure alarm for at least 2 minutes. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
During use, the nurse found the device suddenly turned off and was black screen. Then exchange to other device for continuing to use on patient. No injury reported.